Event description:
It was reported that when a device was used during a video assisted thoracic lobectomy surgery, the device neither stapled not cut. Another device was used to complete the case. There was no consequence to the pt.